Event description:
Since my right hip replacement surgery of (B)(6) 2006, I've experienced several symptoms, i.e., stiffness on a daily basis whether the weather is good or bad. I believe, I have developed arthritis. The pain is so unbearable, I can barely get in and out of bed or my vehicle, I walk with a limp and use a cane. The kind of implant I have is a zimmer trilogy, I have two-three parts inside of me, i.e., -the right buttocks, metal and plastic cup with a swirl nail, and a metal rod from my hip down my right femur towards my knee.- I don't know if I'm bleeding internally or not or if there's a leakage inside my body. I also endure back pain, headaches, and can only sleep on my left side or my back. It's too painful to lay on my right side to sleep. I believe that this implant is defective as well as the other recalls and should be investigated. I shouldn't have to endure all of this pain up to now. (B)(6). Zimmer trilogy - therapy dates from (B)(6) 2006 - (B)(6) 2008.